Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: patient passed away during ventilation. Very little details, the hospital is not sharing info with the biomed. We do not have access to the vent so no log files are available.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up nr. 1: investigation: no device problem was found during investigation of the reported problem and testing the device. The log files do not show any malfunction or defect of the ventilator. The biomed was not able to reproduce any failures during the testing period. According to the biomed manager, the issue was ultimately described as being "an issue with respiratory", and he did not believe the problem originated from the ventilator. What precisely the respiratory issue was, remains unknown. The patient's spo2 was not being monitored and desaturation may have occurred during the event. The root cause of the event could however not be determined. On the 10th of april 2024 the biomed informed us that for him the cause of the patient's death remains unknown. No correction was done as no problem was found with the device. The field technician tested the ventilator. All calibrations, test software, preoperational checks, and functional testing were completed with no failures or faults found. The ventilator ran overnight on hi flow at various oxygen settings with no failures. After completely and successfully testing the device, the ventilator was returned for patient use.

Event description:
The following was reported to hamilton medical ag: patient passed away during ventilation. Very little details, the hospital is not sharing info with the biomed. We do not have access to the vent so no log files are available.